Manufacturer narrative:
Medtronic received information that the procedure was cancelled prior to anesthesia being administered.

Manufacturer narrative:
Correction: device manufacture date updated to proper value. The suspected power relay was returned to the manufacturer for analysis. Analysis found that the returned hardware failed bench testing. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
Correction: adding proper codes.

Manufacturer narrative:
Patient information not provided due to (B)(4) patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the motion status will not initialize. It was determined that the fault was in the motion solid state relay (ssr) and power switching board. The power switching board and the drive solid state relay were replaced. The system drive was tested, and it passed. The system passed the motion calibration. The system passed system inspection, imaging modalities and mechanical tests. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a cervical spine procedure. It was reported that upon startup the site was unable to move on the x, y, and z axes. Drive and lateral shift still functioned. There was no patient impact reported.